Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient went into shock on insertion, possible material reaction. Additional information provided: patient symptoms include generalized urticaria, diaphoresis, lip angioedema, and dyspnoea with mast cell tryptase rise from 4 to 15. This occurred within 5 minutes of PICC line insertion. Treated with adrenaline, hydrocortisone, chlorphenamine. PICC line was left in. No medication given through PICC line after insertion. No medication/food in the 2 hours leading up to PICC insertion. Chlorhexidine skin prep and lidocaine local anaesthetic was used immediately prior to insertion. Allergy skin testing to lidocaine and chlorhexidine was negative and he has tolerated a lidocaine challenge. Further chlorhexidine was used on the ward after the reaction, but we are bringing back for a chlorhexidine challenge to rule this out formally. This is unlikely to be the cause. Patient is currently well. 55cm trimmed length, 12 cm external, 43cm internal. No other information was provided.